Event description:
It was reported on august 14th, leakage at the connection occurred during a chemotherapy treatment. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer. The extension tubing and depth markings were worn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks, both with and without the needleless injection cap. Microscopic inspection of the sample did not reveal any evidence of leakage. Inspection of the luer adapter using an iso taper gauge revealed it to be within manufacturing specifications. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of reeq1340 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1340 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported on august 14th, leakage at the connection occurred during a chemotherapy treatment. No other information was provided.